Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 105 experienced during functionality testing, which was not reproduced. System error 105 was confirmed through review of the history log and caused by a seized motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed ssystem error 105. There was no pt involvement.